Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-24102019-0000569088 represents the adverse event which occurred on 7/6/2012. Mwr-24102019-0000569101 represents the adverse event which occurred on 2/11/2013. Mwr-24102019-0000569107 represents the adverse event which occurred on 1/13/2014. Mwr-24102019-0000569110 represents the adverse event which occurred on 5/11/2015.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that patient underwent removal of mesh on (B)(6) 2014 due to hernia recurrence, scarring, obstruction, adhesion, nerve damage and pain. No additional information was provided.